Manufacturer narrative:
(B)(4) evaluation results and conclusion: (vessel perforation). (Small and calcified iliac artery). (Incorrect capture of the tapered tip).

Event description:
Additional information was received as follows: the distal aorta was tight (14 mm diameter) and calcified, and the left iliac artery was 7 - 9 mm in diameter and very calcified. The explanted stent graft was returned and its evaluation has been completed. Examination of the returned bifurcate device did not result in any findings which may have contributed to the removal difficulties and resulting vessel tear. The bifurcate was returned in 2 transected pieces. The device was transected proximally at the mid-aortic body (between springs 3 - 4); the proximal portion of the device, including the suprarenal stents, was not returned (reported to have been left in the patient). The ipsilateral limb was also found transected between springs 11 - 12. Other than these transection cuts; no device integrity issues were observed.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (tight and calcified distal aorta, the left iliac artery was small and calcified). Conclusion: device failure/lack of effectiveness related to patient condition (tight and calcified distal aorta, the left iliac artery was small and calcified).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 36 mm diameter abdominal aortic aneurysm approximately three weeks ago. The iliac arteries were 7 mm in diameter and severely calcified. An endurant bifurcated stent graft enbf2813c166e was implanted. The delivery system was inserted from the left side and partially deployed; however, the physician was unable to cannulate the gate; therefore, the stent graft was fully deployed. Upon removal of the delivery system it was noted that the physician had not properly recaptured the tapered tip and inadvertently captured and trapped part of external iliac artery between the outer sheath and the tapered tip. The patient was converted to open repair and the stent graft removed except for the suprarenal stents. No additional clinical sequelae were reported and the patient is fine and was released from the hospital. The physician stated that the artery tear was not device related. The tension during the procedure would be an indication to check the delivery system in relation to the vessel under fluoroscopy during removal of the delivery system. The delivery system was returned and its evaluation was completed. The device was returned loose in the shelf carton without the tray. The delivery system was bloody. There was a 2-5cm piece of tissue attached to the delivery system at the taper tip/graft cover junction. There was a severe kink on the graft cover 9 cm from the strain relief. The external slider was retracted 1 cm with a corresponding 1 cm gap between the taper tip and graft cover. No issues noted with the delivery system. The event was likely caused by the user error when recapturing the spindle and tapered tip.